Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the pump suspended. The customer states their blood glucose levels had been as high as 420mg/dl. The customer's levels had been as low as 85mg/dl. The customer declined to troubleshoot. The customer was advised to monitor the device.